Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by a letter from an attorney stating that the end user was sitting on the bath seat when the legs collapsed, causing the end user to fall, hitting his head and tailbone. The end user went to the hospital the next day and was diagnosed with a concussion. The end user has had the device for 2 years. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.